Event description:
It was reported that during the procedure, the guide wire became trapped in the anatomy and separated near or at the lesion. The separated part of the guide wire was retrieved with a snare and there was no patient injury. The target lesion was an eccentric de novo cto in the mid rca with heavy tortuosity and mild calcification.